Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Review of the cleaning disinfection and sterilization practices (cds) provided by the customer found no deviations from the device IFU. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the forceps/suction channel. During manual cleaning, the suction pump was used to aspirate water from the forceps/suction channel and the endoscope was soaked using the detergent end fresh. The instrument/suction channel, suction cylinder, and forceps cap were all brushed. There was no disinfectant used as they used the washing machine. The automated endoscope reprocessor (aer) used was oer-4, the bw-412w brush was used and endoquick detergent and acecide disinfectant were used. The water quality was controlled and it is unknown if the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with a clean paper/towel and stored in storage without drying function. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. E1/establishment name: (B)(6) (added due to character limitation in respective field).

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for more than one colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.